Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information reveals that the spinal cord stimulation (scs) system had not maintained adequate charge retention beyond a few years. To address this issue, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted. The patient did great postoperatively. In accordance with facility policy, the explanted device will not be returned.